Event description:
Philips received a complaint by the customer on the v200 indicating that a blue screen had occurred after powering on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a blue screen had occurred after powering on. The customer stated the issue would reoccur after powering off and restarting. The investigation is ongoing.

Manufacturer narrative:
It was reported that a blue screen had occurred after powering on. The customer stated the issue would reoccur after powering off and restarting. Per good faith effort (gfe) response, the customer declined repairs. The customer declined repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.